Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The investigation revealed that the failure was caused by the device's power switch (result code 499). The power switch's normally open contacts failed to closed when the switch was activated. Replacement of the switch resolved the issue. The device will be updated, tested and returned to the customer upon approval of a purchase order.

Event description:
The customer indicates the device will not turn on. No patient involvement.